Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported the differential (falsely decreased neutrophils) generated on the alinity hq processing module does not match the peripheral blood smear. Results provided: (B)(6) 2024 sid (B)(6), wbc: 10.3 / 10.4 / 10.4 10e3/ul, abs neut: 0.033 / 0.063x / 0.001 10e3/ul, abs mono: 7.42 / 7.60x / 7.69x, hgb: 6.48 / 6.64 / 6.33 g/dl, plt: 7.35x / 7.21 / 5.58 10e3/ul. Blood smear: abs neut: 3.4 10e9/l. Results flagged with an ¿x¿ are invalid. No impact to patient management was reported.

Manufacturer narrative:
No return specimens were provided by the customer. Review of the data/files provided by the account associated with the patient specimen found that the neutrophil population was very low in the pss channel; as a result, it was mis-classified as monocytes with blast and atypical lymph (var lym) flagging being generated. Based on the information provided, the issue was related to the specific sample pathology. The neutrophils were not in the typical location to be classified as neutrophils by the algorithm. The wbc differential results were suspected/invalidated with wbc morphological flag generated, indicating that verification of the results was required. Tracking and trending did not identify any trends. A review of the ticket service history for the analyzer did not identify any issues that are related to the current complaint. Labeling was found to be adequate for the complaint issue. Based on the available information no product deficiency of the alinity hq processing module (sn# (B)(6), list number 09p68, was identified.

Event description:
The customer reported the differential (falsely decreased neutrophils) generated on the alinity hq processing module does not match the peripheral blood smear. Results provided: (B)(6) 2024 sid (B)(6). Wbc: 10.3 / 10.4 / 10.4 10e3/ul abs neut: 0.033 / 0.063x / 0.001 10e3/ul abs mono: 7.42 / 7.60x / 7.69x hgb: 6.48 / 6.64 / 6.33 g/dl plt: 7.35x / 7.21 / 5.58 10e3/ul blood smear: abs neut: 3.4 10e9/l results flagged with an ¿x¿ are invalid. No impact to patient management was reported.